Event description:
It was reported tha the "fiber card was not permitting fiber function at 20 minutes and 59 seconds and 135,166 joules" of use. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient",

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibits sever devitrification at the fracture. The metal cap exhibits severe char and detritus buildup. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting performance of the fiber.